Event description:
This report is to advise of an event observed during device analysis revealing burned and damaged components on the printed circuit board (pcb) of the patient electronics system. The patient electronics system was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. External and internal visual inspections of the unit revealed burned and damaged components on the printed circuit board (pcb). Due to the condition of the pcb, the returned unit could not be used for testing or further performances, as a result, a golden pcb was installed to replace the damaged board. Following replacement, the unit successfully loaded patient data, updated software, and transmitted readings without issue.